Manufacturer narrative:
The suspect battery monitor indicator was returned to the manufacturer for analysis. The indicator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery monitor board on the imaging system was not performing to specifications. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect battery monitor indicator was returned to the manufacturer for analysis. The indicator was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.